Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and noise. During revision procedure an insulation anomaly was noted. The lead was capped and replaced successfully.